Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used paratil enlite sensors and found 1 of 2 sensors with needle bent inside sensor base. Unable to confirm cust received sensor in said condition due to customer returned opened/used performed bicarbonate buffer test dop114-830 remaining sensor and sensor passed per spec. With accurate readings.